Event description:
It was reported the asymptomatic patient's right ventricular lead exhibited increasing low voltage impedance. There were no other electrical anomalies. The lead was capped and replaced on (B)(6) 2017. The patient will be followed normally.